Event description:
A family member reported that the patient experienced blood glucose between 18 and 26 mmol/l with increased thirst and urination. The family member reported that the patient was given additional insulin via the pump but they have not tried using injections. The family member confirmed that the cannula was not bent and there were no signs of redness or leaking around the infusion site. The family member confirmed that the history and settings were correct and the total daily delivery was consistent with the programmed basal rate. Customer support concluded that there was no indication of a mechanical issue with the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the alleged blood glucose issue, the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal.